Event description:
It was reported that during the thyroid procedure, the emg tube was not recognized even when it was connected, the procedure was extended for 5 minutes. A spare product was used to complete the procedure, there was no patient injury.

Manufacturer narrative:
H3: device analysis found that the device was returned in a (double) resealable bag. There were no any other components returned with the device. There was no damage noted in the construction of the returned device. However, traces of voids were found in all 4 trace pads. There were also traces of clear residue observed on the cuff and the distal end of the tube. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 10.9 ohms (blue), 14.9 ohms (blue with white stripe), 10.5 ohms (red), and 13.7 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution for functional test. The device passed the electrode check and there was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position. There were no issues observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: previously applied codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroid procedure, the emg tube was not recognized even when it was connected, the procedure was extended for 5 minutes. A spare product was used to complete the procedure, there was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.